Event description:
The report states, "fast flow. Infusion completed 22 hrs earlier" than the expected 44 hours. Per reporter device contained 2040mg 5fu and d5w for a total fill volume of 223ml. Reporter states device connected to the pt at 2:50 pm. The reported condition discovered by a nurse the next day at 10:00 am when pt returned to hospital. The infusor contained approx 10 ml of solution when the reported condition was discovered and pt's treatment was discontinued. Reporter states pt received approx 210 ml in 20 hrs. Device was connected to a port located on the chest and a "standard huber needle" was used. Per reporter no pt injury occurred and no medical intervention was required as a result of the reported condition. Reporter states pt's body temp was not elevated. No other info provided.